Event description:
Hill-rom received a report from the account stating the brake not set alarm was not working. The bed was located on stanton 3 at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake not set switch was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The technician replaced the brake not set switch to resolve the issue. Based on this info, no further action is required.